Event description:
A surgeon reported that the illumination lamp did not work prior to surgical procedure. An alternate illumination lamp was used to begin and complete the procedures. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).